Manufacturer narrative:
1.customer reply purchased from rite aid,there is no indication that it is not authentic. 2.customer is claiming false negative because they tested negative with ihealth and then positive at doctor's later.customer did not reply whether pcr was performed,refused to provide further information. 3.no lot number was provided. Unable to effectively verify and confirm customer feedback. 4. The batch number of the test tube does not match the batch number of the swab is because the swab is an externally sourced component,it has its own coding rules.but the product shelf life is equivalent to the shortest shelf life among the internal components,it is normal.

Event description:
Event details: customer called into our support line to discuss their false negative results. The conversation started with them asking why the lot number for the tube did not match the lot number for the swab.